Event description:
It was reported that the insulation of a cryoablation needle failed during a procedure. The icesphere needle passed integrity testing without issue; however, three minutes into the first freeze cycle frost developed on the needle shaft. The physician used sterile warming bags and saline to protect the patient's skin until the needle was passively thawed. The device was removed and replaced with a new icesphere needle. No patient complications were encountered and the treatment was completed successfully without injury.

Manufacturer narrative:
The icesphere needle was returned for technical analysis. Engineering testing showed insufficient thermal insulation of the vacuum sleeve, resulting in frost on the shaft. Ice formed on the entire shaft length, therefore the ice ball margins could not be determined. Disassembly of the device revealed no soldering flux residuals or corrosive signs on the external surface of the vacuum sleeve, and no gas leaks were detected. No relationship between the needle's assembly processes and the vacuum loss phenomena was identified.

Manufacturer narrative:
At this time there is no further information available to report. If additional relevant information is obtained, a supplemental report will be submitted.

Event description:
It was reported that the insulation of a cryoablation needle failed during a procedure. The icesphere needle passed integrity testing without issue; however, three minutes into the first freeze cycle frost developed on the needle shaft. The physician used sterile warming bags and saline to protect the patient's skin until the needle was passively thawed. The device was removed and replaced with a new icesphere needle. No patient complications were encountered and the treatment was completed successfully without injury.